Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. One digital photo of the device was received for investigation. However, the investigation was unable to access the provided image for analysis due to improper file format. No product was returned for investigation and no lot number was provided, therefore no sample inspection or review of manufacturing device history records could be conducted. Based on the available information, the investigation could not confirm the reported issue or assign a root cause. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that one of the trach tubes was deflated. The cuff will not inflate. No patient injury or adverse effects reported.

Manufacturer narrative:
Other text: d4: UDI section, catalog number, lot number, expiration date, g5: 510k, and h4: manufacture date are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.